Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 dec 2024. Lot 2312014: 36 items manufactured and released on 10-jul-2023. Expiration date: 2028-jun-20. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with no similar reported event during the period of review. Additional item invovled in the event, batch review performed on 23 dec 2024. Ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115). Lot 2342024: 100 items manufactured and released on 02-nov-2023. Expiration date: 2028-oct-11. No anomalies found related to the problem. To date, 90 items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.